Event description:
The pt expired approx five (5) months after the index procedure. There was no documentated follow-up angiography, restenosis, total target vessel occlusion or target lesion/vessel revascularization reported prior to the event. Additional information about the event has been requested. The pt was included in the cypher retrospective registry. The pt was reported to have three (3) native coronary arteries with >50% stenosis. Three (3) lesions were treated during the percutaneous coronary intervention (pci) procedure. A iib/iiia agent was given during the procedure. An embolic protection device was not used. The target lesion was the mid saphenous vein graft (svg) to the first (1st) obtuse marginal (om) branch. The visual vessel diameter was reported to be 3.5 mm measured 10 mm distal to the proximal anastomotic site. The target lesion was reported to be: a 95% stenosis, 13mm in length measured visually, and the flow pre-procedure was timi 3. The pt was randomized to a bare metal stent (bms). A bx velocity 3.5/13 mm stent was deployed at 16 atm. The stent was not post-dilated. The final stenosis was 25% measured visually. The final dissection grade was 0%, and the flow grade was timi 3. There were no in-house complications reported. The pt was reported to have received plavix 75 mg therapy post-procedure, duration unknown. The product is not available for evaluation and testing.